Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The cable between the display and the anesthesia control board was tightened. No report of patient involvement.

Event description:
The hospital reported that, prior to the start of the case, the unit had a system malfunction. The anesthesia machine was swapped out. There was no report of patient involvement.